Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee vessel. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
(B)(6).